Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room due to rapid heart rate. The review of the report revealed patient was in atrial fibrillation and received an inappropriate shock. Medication was given to the patient to control atrial fibrillation. The patient was stable.